Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a patient was brought to the emergency room (ER), intubated for increased work of breathing and airway protection. The tube was continuously disconnecting from vent circuit. The patient was placed on 100% o2, mouth was suctioned and patient was intubated without difficulty. There was no reported patient outcome.